Manufacturer narrative:
The display was blank due to moisture damage on the electronic assembly.

Event description:
The customer stated that the display was fainted and there was moisture beneath it. Nothing further was reported.